Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of dim screen preventing the user from reading the infusion rates which was confirmed through observation. Evaluation found failed pixels due to a failed lcd display. The failed lcd display was replaced.

Event description:
It was reported that a spectrum pump had a dim screen preventing the user from reading the infusion rates during therapy (medication, programmed amount and delivery rate unknown) in the delivery room. It was also reported there was no patient injury.